Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left knee was revised due to tibial subsidence. A 3x9 ps all poly tibia was revised to a universal baseplate with stem, and a 4x16 ps insert.